Manufacturer narrative:
The customer reported that they were looking for retrospective data for a patient that expired. The customer did not allege a device malfunction. The response center clinical engineer did confirm that the correct telemetry device was tel #17 and not #11. The response center clinical engineer assisted the customer in retrieving the logs and provide them to the response center for review. A review of the central station alarm logs for (B)(6) 2014 for tel #17 from 10:29:25 until 10:57:35 indicated that there were 4 ****tachy; 11 ***vtach; 5 ***vfib/tach; 1 ***brady and 19 ***asystole alarms, all of which were silenced within seconds of occurring. There are also 2 instances in which alarms were suspended and automatically came out of suspension after 3 minutes. There is no data to support a philips device malfunction. No further action or investigation is warranted.

Event description:
The customer reported that they were looking for retrospective data for a patient that expired. The customer did not allege a device malfunction. This is being reported as a patient death. No further information is available.